Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the act and b buttons needed to be pressed harder than usual. The customer stated that a part of her insulin pump looked as if it had been scorched by heat. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.